Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. Another compliant form the same health facility was reported to us on this batch of access ports. Investigation: despite several requests, the device nor the x-ray pictures have been forwarded to the manufacturer. Without these elements, no thorough investigation can be performed. No conclusion can be drawn.

Event description:
The patient received her treatment at day hospital. During the injection, she complained of pains. The patient was punctured again and sent for x-ray check. The catheter was disconnected from the access port. The patient was sent to the (B)(6) for catheter removal."